Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and although the malfunction was not confirmed, it is likely that the events caused by the status that the video-jacket was not sufficiently dry, that poor communication with the scope occurred due to the effect that foreign matter was attached to the electrical contact point, or that short-circuit occurred on the circuit; however, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not display an image and the remote switch on the scope side did not work. The issue occurred during preparation for use for an unspecified diagnostic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.